Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 500mg/dl with polydipsia, polyuria, and extreme drowsiness, associated with an alleged power issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that there was no power to the pump and there was moisture in the battery compartment. The patient stated that the no power to the pump caused their high blood glucose. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.